Event description:
An ER doctor reported that, while using the autopulse platform on a patient, the platform stopped compressing after 10 minutes. There was no patient information provided. There were no issues encountered during deployment. The doctor removed the autopulse li-ion battery and installed the same battery into the platform. Upon power up, the platform displayed an error ID 71 message which could not be cleared. The doctor reverted to manual CPR. The exact length of manual CPR was not provided. The doctor did not know if return of spontaneous circulation (rosc) was achieved. The patient expired in the hospital. The exact time, date and cause of death was not provided. However, the doctor reported that the device failure was not attributed to the patient's death.

Manufacturer narrative:
The autopulse li-ion battery charged up ok when it was first delivered to the customer on (B)(6) 2013. Customer has been following a three battery rotation. When the battery came out of the multi-chemistry charger, 4 green led bars were lit. However, after the reported event, the customer, distributor and zoll (B)(4) all confirmed that the autopulse li-ion battery (sn: (B)(4)) could not be charged at all. In addition, review of the log data confirmed that error ID 28 and 71 had occurred. The autopulse platform in complaint was returned to zoll on 09/10/2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no anomalies to the platform. Functional testing of the returned platform was performed by performing a run_in test using a 95% patient test fixture and a freshly charged and test cycled battery for more than 45 minutes with no faults or errors reported. Review of autopulse platform s/n (B)(4) archive noted user advisory 71 (software logic) and user advisory 28 (loss of clutch connectivity) had occurred on the reported event date of (B)(6) 2013. It was also noted that when these user advisories occurred, battery s/n (B)(4) was being used, which at the time was not properly charged, causing it to have low voltage. The root cause of both ua 71 and ua 28 was determined to be the use of battery s/n (B)(4). In summary, the reported complaint of the platform stopping after 10 minutes of use was confirmed based upon the results of the archive review. Please see the following related MFR report: #3003793491-2013-00881 for autopulse li-ion battery with sn (B)(4).